Event description:
Report received of non-delivery and blood backing up in a patient's IV with no pump alarm. It was reported that a patient was receiving unasyn ivpb at 100ml/hr. The pt reportedly complained that blood was in the tubing and "pulsating" in the vein. There were no reported pump alarms to indicate an occlusion. The medication had not infused. The nurse then infused the ivpb via gravity. The pump was sent to the biomedical department. There was no reported adverse patient event. Though requested, there was no further information available.